Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample and additional information. No additional information was received; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. Although no sample was returned due to this complaint and other confirmed complaints of this nature, b. Braun medical initiated a corrective action/ preventative action to address the issue of the cracks in the caresite luer which provides for root cause investigation and corrective action. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: while flusing the y-extension set, it broke causing the set to leak blood.